Manufacturer narrative:
Concomitant medical products: patient medications include coreg, crestor, lisinopril, nystatin, nitrostat, omega 3, vit b12, and warfarin. (B)(6). (B)(4).

Event description:
On (B)(6), 2015, the patient underwent treatment of abdominal aortic aneurysm using five gore excluder aaa endoprostheses. It was reported the patient's vascular anatomy was in poor condition, and the physician had difficulty gaining access into the right superficial femoral artery (sfa). The physician elected to perform an aorto-uni-iliac with femoral-femoral bypass for access. A gore dryseal sheath was able to be advanced up the left side. Guidewires were then advanced, with one wire advanced up and over for access on the right side. During the procedure, the sheath reportedly migrated out of the left sfa. It was reported the sheath was not sutured into the patient using the suture tab when the migration occurred. During an attempt to gain guidewire access back into the left sfa, the guidewire dissected the sfa. A guidewire was advanced up and over from the right side for access on the left side, and the dissection was repaired using a gore viabahn endoprosthesis. The procedure was completed with no further issues. On (B)(6), 2015, the patient complained of a lack of feeling in his legs. It was reported that no neurological complications were reported. The same day, the patient was taken back to surgery for a thrombectomy. It was reportedly determined that there were distal outflow issues with thrombus accumulation in the left external iliac artery due to the sfa dissection. The gore devices reportedly remained in place and were patent with no thrombus accumulation. It was reported the physician removed what thrombus could be removed, but the patient's vessels were very fragile and friable. The procedure was concluded with no adverse events. It was reported that at some point after the thrombectomy, the patient went into cardiac arrest and expired on (B)(6), 2015. The cause of death was reported to be related to the patient's poor anatomy and the sfa dissection that occurred during the implant procedure.